Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during the implant procedure, a competitor guidewire became lodged inside of the left ventricular (lv) lead. The physician cut the guidewire, and the guidewire remains inside the lv lead. The lv lead remains in use. No patient complications have been reported as a result of this event.